Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the returned sample investigation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no anomalies which would relate to a gas leak or insufficient gas transfer performance. Some clots were noted to have formed inside the actual sample. Based on the description on the ppr that the oxygenator was drained, and no clot in the surface was found, it is likely that blood remaining inside the actual sample formed into clots during transportation back to (B)(6) for evaluation. The actual sample, after having been rinsed and dried, was tested for its gas transfer performance in accordance to the factory's shipping inspection protocol. No anomalies were revealed in the gas transfer performance of the actual sample, and the obtained values met the manufacturing specifications. The color of the arterial blood was checked before and after the oxygenator module and confirmed to be bright red on both sides. Based on the review of the perfusion record, it is likely that the following factors occurred concurrently, resulting in the reported complaint. Re-warming activated the patient's metabolism, leading to an increase in the volume of o2 consumption. Consequently, insufficient o2 supply caused a decrease in svo2, resulting in a decrease in svo2. The wet-lung phenomenon occurred, and water drops were accumulated in the fibers, resulting in gases being prevented from being transferred sufficiently. As a cause of the customer's report that blood re-injected into the arterial was blue when unclamping, it is probable that declamping led blood of which svo2 had been deteriorated to flow into the actual sample. Simulation testing was conducted to see the effect of svo2 to pao2 when svo2 becomes deteriorated. Bovine blood was circulated in the oxygenator module and it was demonstrated that pao2 became decreased accordingly when svo2 became decreased. The investigation results verified that no anomalies were found in the gas transfer performance on the actual sample. There are many complex clinical variables that may have affected the reported observed conditions during the procedure. However, there is no indication that the reported event was related to a product defect or malfunction. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product released decision control sheet of the involved product code/lot# combination was conducted with no relevant findings. A review of the complaint history files confirmed that the involved product code/lot# combination has not been reported previously. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox device. Follow up communication with the user facility confirmed the following information: (1) during an ecc procedure the perfusionists noticed a gradual deterioration of the membrane oxygenation performance; (2) the capiox device did not allow the patient ventilation in an optimal way, although they tested other o2 arrival sources; (3) anticoagulation per ecc has been maintained with heparine nf in initial bolus and with some additional into the circuit in order to obtain the usual act criteria; (4) the deterioration became roughly accelerated; (5) when unclamping, the re-injected blood into the arterial was blue, hypoxia was confirmed on the blood gas monitoring; (6) there was no major resistance in the line between the pump and the oxygenator; (7) the oxygenated perfusion of the patient could be obtained by switching the ecc for an ECMO circuit in switch with the defected ecc; (8) the oxygenator was drained and no clot in the surface was found; and (9) blood loss was reported but the amount of blood loss is unknown.

Manufacturer narrative:
The actual device has not been received by the manufacturer for evaluation. The investigation is yet to be completed. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for MFR. Report no. 9681834-2016-00090 to provide a status update.